Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient has reported that one of their teeth was semi loose. Patient stated that they confirmed with a dentist that the aligners should not be an issue, but the impression could possibly pull the tooth. Advised patient to see local dentist. Provided patient resources for dental visits if they cannot afford the dental visit. Requested diagnostic findings letter.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.